Event description:
The field service engineer reported that the system displayed a precharge voltage error message, which would prevent the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced. The system was tested and found to be working as intended and put back into service.